Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (55 mg/dl). Reportedly, the cause for low bg levels is due to the customer being new to the pump, and pump settings needing to be adjusted. Customer's health care professional was in the process of making pump setting adjustments. Customer addressed low bg levels with orange juice.